Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented for routine device check. Both atrial and ventricular leads exhibited noise. The noise was reproducible on the ventricular lead but not on the atrial lead. It was noted that the ventricular sensitivity was adjusted to 2.0 mv which prevented further oversensing. The patient will continue with regular monitoring for now.